Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a no delivery alarm. Customer called back to complete troubleshooting. It was reported that there was greater than normal resistance with plunger push and no delivery alarm was still received. It was reported that customer would change complete set and call back.